Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom of 'constantly beeping downstream occlusion'' was verified through a review of the event history log (ehl) by the presence of multiple ¿downstream occlusion!¿ messages. The error was also reproduced during evaluation. Evaluation determined the cause to be an out of specification force sensor calibration reading. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was constantly beeping downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.